Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vasoview hemopro endoscopic vessel harvesting system turned bright red; it would not cool down. The device was unplugged, and a new kit was used to complete the procedure. There were no patient effects. The lot number may be retrieved when the product is returned.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).